Event description:
The patient's daughter contacted lifescan (lfs) in 2008, on behalf of her mother alleging an error 2 message on her mother's one touch ultra meter. A medical affairs specialist (mas) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting in contact with the patient. The reporter mentioned that her mother has been unable to test her blood glucose for the past two months because she had been obtaining an error 2 message. The patient had stopped using the meter two months ago after the initial error 2 message. Patient tests her blood glucose only twice a week and continued to take her oral diabetes medication on a regular basis. The patient had not been feeling well for the past week throughout the day at different times. She reportedly had the same symptoms all week of feeling sweaty, clammy and had headaches and thought she was exhibiting symptoms of "high blood glucose". The patient did not treat herself and did not seek any medical attention or contact her physician for assistance. The patient continued to take her diabetes medication on a regular basis. There is no information on how long her symptoms lasted in a day. Only after troubleshooting with the cca, the daughter realized that her mother was testing incorrectly. The patient had been taking the test strip out of the meter, applied blood on the test strip and then reinserted the test strip back into the meter, which caused the error 2 message. Cca also found out that the patient had also been using expired test strips. Using expired test strips can lead to false blood glucose readings. Cca sent the patient replacement products. The complaint is being reported since the patient had not been able to test due to the error 2 message and exhibited symptoms which are usually suggestive of hypoglycemia, after the reported issue. (It is noted that the patient reportedly thought she had symptoms of hyperglycemia)

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.